Event description:
It was reported that during the beginning of a da vinci si surgical procedure, the site experienced error code #23017 on the endoscopic camera manipulator (ecm). No surgical tasks had been performed at this time; however, the pt was under anesthesia when the surgeon decided to perform the surgery using traditional open techniques. The pt was reported as recovering well with no post operative complications.

Manufacturer narrative:
Conclusions: the investigation conducted by field service engineering found system error code #23017 and #23008 in the system error logs. It was determined that these errors were associated with the endoscopic camera manipulator (ecm) arm. The ecm is the camera arm located on the pt side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #23017 appears when the da vinci s safety system determines that a motor did not respond as expected and the measured motion did not match the internal simulation of the motor. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state." System error code #23008 appears when the da vinci s safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specific tolerance for agreement. Upon determining this condition, the safety systems put davinci in a "recoverable safe state." The ecm was returned to isi for failure analysis investigation. Engineering confirmed the customer reported problem and replaced the motor encoder to repair the ecm. As of november 08, 2010, there have been no reported recurrences of the issue at this hospital.